Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient was explanted (date not reported) due to an infection at the implant site. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This device is unavailable for analysis. This report is filed on 11 apr 2014.